Event description:
Spouse of home pt (hp) reports hp accidently disconnected the pt line of the homechoice set from the transfer set during drain 3/4 of apd treatment. Baxter technician assisted hp in completing treatment by doing a manual exchange. No pt injury or medical intervention required per spouse of hp.